Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely that attachment of the cover to the scope was insufficient. Subsequently, the cover was easy to come off the scope. The event can be prevented by following the instructions for use: operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the cap fell off the duodenovideoscope and into the patient's mouth. The issue occurred during the beginning of a therapeutic endoscopic retrograde cholangiopancreatography procedure as the provider was introducing the scope. The procedure was completed without delay. There were no reports of patient harm.